Manufacturer narrative:
Manufactures investigation conclusion: the reported event of a damaged strain relief at the connector side on the controller was confirmed; however, the reported event of an unknown hazard alarm was not confirmed. The log files spanned approximately 2 days (B)(6) 2021 per the timestamp). No atypical alarm related to the controller was observed. Initial inspection of the returned hm3 system controller, revealed a damaged strain relief at the connector side and wire kinks near the black strain relief on the housing side. The controller was functionally tested and connected to a mock circulatory loop for an extended period of time without any issue. The controller functioned as intended during the analysis. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had hazard alarm on (B)(6) 201 at 1530 but no hazard alarm present on controller alarm review and no alarm present on interrogation. There were reports of both power cable strain relief being cracked exposing the power cord. The patient's system controller was replaced due to compromised strain relief of both power cables, after the patient¿s international normalized ratio (inr) was determined to be therapeutic. The patient was stable after controller exchange. Log file submitted did not capture any unusual events, the device and peripheral equipment were functioning as intended. No additional information provided.